Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an inner shunt in a moderately tortuous and severely calcified vessel in the forearm. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated at 6 atmospheres (atm) for 30 seconds and then at 10 atm for 5 seconds. However, during the second inflation, the balloon ruptured. The procedure was completed with another of same device. No patient injuries were reported.